Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device, with a 6fr sheath, after a chemoembolization procedure. Reportedly, "the sutures did not come out from the device". A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. A femoral angiogram was not taken. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported a femoral angiogram was not performed. The proglide instructions for use states, perform a femoral angiogram to verify the location of the puncture site.